Event description:
It was reported that approximately six days after implant, the patient had a hematoma in the septum. The right ventricular lead perforated the septum causing a left anterior descending infarct that allegedly caused a ventricular septal defect. The patient had atrial flutter and was hemodynamically unstable. The patient underwent surgical revision of the ventricular septal defect. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead, implanted 2014 (B)(6). (B)(4).